Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to date of event, update device evaluated by MFR, and to provide the completed investigation results. It was inadvertently initially reported the date of event was on (B)(6) 2019, however, the correct date of on (B)(6) 2018 has been provided. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier- (B)(6). Patient weight- 81.6kg.

Event description:
Additional information was received on february 27, 2019. A 6fr sheath was used. An angiogram of the groin was performed prior to the deployment of the angio-seal. There was difficulty with deployment of the device related to location and artery viability. A d-stat; femstop was used. The patient was in stable condition. The puncture site was above the bifurcation. The patient had plaque in the artery. Distal pulses were unchanged in assessment prior to/ post procedure. Status post procedure; the patient underwent exploratory surgery to remove the closure device, and the device was removed.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [Mw5082638].

Event description:
This report is being submitted in response to a user facility medwatch report number mw5082638 found during a maude database search on january 28, 2019. The event description states: at the conclusion of cardiac stenting procedure, an angio-seal occlusion device was placed in the femoral artery. The device did not deploy appropriately and a portion of it adhered to plaque within the femoral artery causing an occlusion, and requiring surgical intervention. The FDA mw5082638 was received on january 30, 2019 at terumo medical.